Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ra lead, implanted: (B)(4) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Further analysis and fluoroscopy noted that the lead had a microdislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.